Event description:
A report was received that the patient was scheduled for a revision.

Event description:
A report was received that the patient was scheduled for a revision.

Event description:
A report was received that the patient was scheduled for a revision.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint of difficulty charging was not confirmed. Charge profile revealed poor coupling of the charger to the ipg. Other portions of the charge profile graph illustrate charge current was able to reach the maximum current, and indicates good alignment. The reason for the poor coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. Device exhibits normal charging and discharging characteristics. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed.